Event description:
It was reported that the bd alaris¿ pump module infusion set was blocked and couldn't be primed past the filter. The following information was provided by the initial reporter: "unable to prime past the filter".

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that "unable to prime past the filter." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module infusion set was blocked and couldn't be primed past the filter. The following information was provided by the initial reporter: "unable to prime past the filter."